Manufacturer narrative:
Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was 44 mg/dl; cause was not known. Customer required assistance from spouse and glucose tablets were consumed to address low bg. Customer declined to upload pump data for tandem technical support (cts) review for a possible cause of event. At the time of the report, customer reported air in the tubing and cts instructed customer to prime tubing until air was gone. Bg was 231 mg/dl. Reportedly, customer used humalog in the cartridge longer than the labeled 48 hours.